Event description:
It was reported that the insulin pump showed more units of insulin ramping on the screen before insulin exited. The customer stated that she had not been filling the reservoir to the full 1.8 units, which coincided with the longer time taken to prime the infusion set tubing. The caller did not know the blood glucose reading. The customer was advised that this issue was explained by the piston requiring further room to travel before insulin exited, and the customer understood.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.